Manufacturer narrative:
Evaluation of the returned sendit device confirmed that the catheter was fractured. If the sendit device is retracted against resistance, damage such as a fracture may occur. Based on the reported event, the root cause of resistance could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a thrombectomy procedure in the basilar artery (ba) using a penumbra system red 72 reperfusion catheter (red72), a sendit delivery device (sendit), a neuron max 6f 088 long sheath (neuron max), a neuron select catheter 5f (5f select), a non-penumbra sheath, a glidewire, and a guidewire. It was noted that stenosis was at the vertebral artery origin. During the procedure, a neuron max was advanced into the right vertebral artery over the guidewire and 5f select to the target location. The guidewire and 5f select were then removed and an angiography was performed that revealed both proximal and distal basilar occlusions. The red72 and sendit were advanced through the neuron max to the face of the proximal clot. While removing the sendit, the physician experienced resistance. The physician then gently shook the sendit and retracted the sendit simultaneously out of the patient. The red72 was removed from the patient and was flushed. It was reported a focal stream was noticed when flushing the red72 and the physician indicated that the distal portion of the sendit was missing. Another angiogram was performed to ensure there was nothing remaining in the patient. The physician then advanced a guidewire through the red72 and noticed approximately eight to ten inches of the sendit had fractured inside the red72. The procedure was completed using a new red72, a new red43, the same neuron max, and the same sheath. It was noted there was no continuous flush on the red72; however, the sendit was flushed prior to advancing it through the neuron max. A partial recanalization was achieved to the posterior circulation. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.